Event description:
On 2022-apr-18, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump. It was reported that in (B)(6) 2021, after post-op, the patient had an infection of the pump. The pump and catheter were explanted on an unknown date / time and unknown location. The patient was noted to be a poor historian. A new pump and catheter were placed on (B)(6) 2022. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 8709 , serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2022, product type: catheter; product ID 8578, lot# hg0es2204 , implanted:(B)(6) 2015, explanted:(B)(6) 2022, product type: catheter. If information is provided in the future, a supplemental report will be issued.